Event description:
Vilex tray: redemption duo hindfoot nail set: heel cup fell off during assembly. This piece continued to fall off when attaching the locking screws for the patient implant. The base of this piece cracked during use and would no longer stay in place while locking the implant screw and would fell off in repeated attempts of use. Manufacturer response for heel cup, vilex: redemptionduo hindfoot nail (per site reporter). They would be retrieving the product.